Manufacturer narrative:
Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: pentaray nav eco (model# d-1282-08-s). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered cardiac arrest (requiring cardiopulmonary resuscitation), vascular dissection (requiring surgical intervention), and death. During the procedure, after mapping with the pentaray nav eco catheter and prior to any ablation, the physician attempted to advance the smarttouch catheter retrograde through the aorta. The patient had been administered heparin while mapping in the lv. The smarttouch catheter did not advance around the aortic arch as expected and the physician withdrew the catheter to place a different sheath. Prior to placing the new sheath, the patient became hypotensive and unstable. Patient went into cardiac arrest and cardiopulmonary resuscitation (CPR) was initiated. Surgical intervention revealed an aortic rupture. Efforts were unsuccessful and the patient was declared deceased. Patient received anticoagulant during mapping of the left ventricle. Medical history includes an implantable cardioverter defibrillator (ICD) for primary prevention. It was noted that although it is unclear what caused the injury, it is possible that the aortic rupture resulted from the advancement of the smarttouch catheter during the attempted retrograde aortic approach. It was also noted that the smarttouch catheter did not advance far enough to reach the aortic arch or the mapping matrix. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician indicated that it was possible that he caused the injury. It was also noted that the cause of death was likely related to the cardiac arrest that resulted from the aortic rupture. Vascular surgeon¿s opinion regarding the cause of death is that it was related to an aortic rupture.